Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with a 14-58 gray stylet in the lead and the helix extended. The exposed rv coil is distorted at 48.5 cm. Accurate measurement of the helix is not possible due to the helix being bent. The helix extension and retraction test was not performed due to the helix being bent and stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical product: ddmb2d4 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler¿s syndrome and twisted the lead with possible damage to insulation. The lead was removed; however, the helix was unable to be retracted. A stylet was used and with several turns, was unable to retract helix. The lead was removed under tension. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.